Event description:
Customer reported the system is displaying low ma errors. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a filament calibration. System operates as intended. This MDR is related to ge healthcare complaint number.